Manufacturer narrative:
The device evaluation was completed on 16-dec-2021. It was reported that a male patient (103.0 kgs) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis and surgical intervention. The patient suffered a cardiac perforation. While ablating in the right ventricle, the nurse anesthetist reported a drop in the ps o2 level. The pericardial effusion (pe) was confirmed using intracardiac echocardiography (ice). The reporter stated that they performed a pericardiocentesis and put the patient on impella and ECMO (extracorporeal membrane oxygenation). Patient was then taken to the or. Reporter stated that they had no warnings of high force. The reporter also stated that they went back and looked at the ablation points and several showed force spikes of 60-70 gms. They never noticed the force spikes. The threshold for force spikes was set at 1000ms. The graphs on the surpoint were white not the normal blue. Additionally, the reporter stated that there were no errors saying to re-zero. Graph threshold was set for 11-40. Additional information was received on 3-nov-2021. It was reported that the patient received a pericardiocentesis along with having an impella placed. The patient was also placed on ECMO. The patient outcome of the adverse event was reported as improved. The patient did require extended hospitalization until he stabilized. The patient has successfully been taken off ECMO and is now responsive. A transseptal puncture was not performed. Ablation was performed prior to noting pe or CT. There was no evidence of a steam pop during the ablation. The physician did not hear or feel a steam pop, no sudden rise in impedance was noticed. The event occurred at the end of the case, after mapping and ablation. The crna noticed a drop in pressure. An irrigated catheter was used in the event and normal flow settings were used. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Additional information was received on 9-nov-2021. It was reported that a pericardial tap was performed. Patient continued to be unstable and was losing heavy amounts of blood in the drain. Patient placed on ECMO. Patient had cardiac arrest and was defibrillated and given CPR. Impella device was placed. Patient was sent to or for repair of rvot hole. The patient was stable in cvicu following surgery. The patient required extended hospitalization due to open heart surgery. The patient has a history of a previous af ablation, previous pvc ablation. The event is believed to have occurred during ablation. An irrigated catheter was used with settings at 35 watts so 15ml flow rate when burning, 2 when mapping. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30604908l number, and no internal action related to the complaint was found during the review. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient ((B)(6)) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis and surgical intervention. The patient suffered a cardiac perforation. While ablating in the right ventricle, the nurse anesthetist reported a drop in the ps o2 level. The pericardial effusion (pe) was confirmed using intracardiac echocardiography (ice). The reporter stated that they performed a pericardiocentesis and put the patient on impella and ECMO (extracorporeal membrane oxygenation). Patient was then taken to the or. Reporter stated that they had no warnings of high force. The reporter also stated that they went back and looked at the ablation points and several showed force spikes of 60-70 gms. They never noticed the force spikes. The threshold for force spikes was set at 1000ms. The graphs on the surpoint were white not the normal blue. Additionally, the reporter stated that there were no errors saying to re-zero. Graph threshold was set for 11-40. Additional information was received on 3-nov-2021. It was reported that the patient received a pericardiocentesis along with having an impella placed. The patient was also placed on ECMO. The patient outcome of the adverse event was reported as improved. The patient did require extended hospitalization until he stabilized. The patient has successfully been taken off ECMO and is now responsive. A transseptal puncture was not performed. Ablation was performed prior to noting pe or CT. There was no evidence of a steam pop during the ablation. The physician did not hear or feel a steam pop, no sudden rise in impedance was noticed. The event occurred at the end of the case, after mapping and ablation. The crna noticed a drop in pressure. An irrigated catheter was used in the event and normal flow settings were used. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Additional information was received on 9-nov-2021. It was reported that a pericardial tap was performed. Patient continued to be unstable and was losing heavy amounts of blood in the drain. Patient placed on ECMO. Patient had cardiac arrest and was defibrillated and given CPR. Impella device was placed. Patient was sent to or for repair of rvot hole. The patient was stable in cvicu following surgery. The patient required extended hospitalization due to open heart surgery. The patient has a history of a previous af ablation, previous pvc ablation. The event is believed to have occurred during ablation. An irrigated catheter was used with settings at 35 watts so 15ml flow rate when burning, 2 when mapping. Since the event (cardiac tamponade) is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. The force high issue was assessed as not MDR reportable. The issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low.